Event description:
Caller states patient tested 5.8 inr, 3.7 inr, and 3.7 inr on the coaguchek xs system. Caller states patient's blood appeared "thin and runny" with the 5.8 inr result. No actions were taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.